Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 5 was failed. Customer had tried to reboot and recover the drawer, but the attempts were unsuccessful. Customer had also unplugged and plugged in the power cable, and tried opening the back door to check, but the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer signed in to access drawer 5 through the storage space configuration. The drawer was slow to open and eventually failed. When attempting to open the drawer fully, there was resistance, and when fully opened, it came out too far. The field service engineer opened the back panel and found that the cage bearing on the right-hand side was coming out. To resolve the issue, the field service engineer replaced the full height slide rail on the right-hand side and added slide bumpers to the left-hand side rails. The customer inventoried the medications, and the station was working fine. The system functioned as intended after the field service engineer repaired the device.